Event description:
Two weeks after a pump replacement, the patient had an overdose with symptoms of being semi-responsive and grogginess. The patient was admitted to the hospital and was being monitored. The healthcare professional reported that the cause of the symptoms were unknown. It was stated in the pump notes that there was no catheter volume found, so .14 was used during the pump replacement, as the catheter volume. It was also noted that the patient was taking oral ritalin and oxycontin. The medications being delivered via the device system were baclofen, clonidine and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.